Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 with melena. Shortness of breath. And weakness. The patient's hemoglobin count was 7.4 grams per deciliter. An esophagogastroduodenoscopy (edg) was performed with no evidence of acute gastrointestinal bleeding or arteriovenous malformations (avm). The patient was treated with intravenous (IV) proton-pump inhibitors (ppi) twice daily, received 2 units of blood, an octreotide infusion, and a high dose of fish oil. The patient was deemed stable for discharge on (B)(6) 2024. Previous gib episode was captured under MFR 2916596-2022-12845.

Manufacturer narrative:
B2 - outcomes attributed to adverse: corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.